Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a rotator cuff repair, the speedscrew implant's snare got stuck in the anchor, when tensioning the sutures, and pulled off the internal suture, therefore it was not able to gain adequate tension on the sutures in the cuff. The anchor was removed with difficulty, and it broke before it was completely removed. A bone nibbler was used to remove the broken part of the anchor. The procedure was successfully completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10 h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided image was performed and found the shaft of the device with part of the broken anchor still on. The broken part of the anchor is lying next to it. The sutures are not shown and there's blood on the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failures and/or harms were documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that tensile strength requirements are specified, and a certificate of analysis is required with each shipment. The root cause of the reported events could not be determined since findings cannot lead to a clear cause of the reported events. Factors that could have contributed to the reported events include an application of excessive force or improper tensioning. No containment or corrective actions are recommended at this time.